Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis and another indication. The patient was treated with vancomycin (dose, frequency, route and duration not reported) for the peritonitis event. Dianeal and extraneal therapies were ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report the patient outcome was reported as not fully recovered from the event. No additional information is available.

Manufacturer narrative:
The cause of the peritonitis was a breach in aseptic technique. The cause of the breach in aseptic technique was further described as ¿cap replaced after fell off in bed¿ which resulted in a touch contamination (not further specified). The peritonitis was manifested by cloudy peritoneal dialysis (pd) effluent. On the same date as diagnosis, the patient began treatment for the peritonitis with vancomycin (1.5 grams) intraperitoneally (frequency was not reported). Fifteen days after the date of diagnosis, the patient was recovered from the peritonitis (with culture positive for staph.) And on the same date, the physician diagnosed the patient with relapsing peritonitis (with culture positive for e.coli). It was reported that the relapsing peritonitis was complicated by another indication and as a result the patient was hospitalized for the events (date unspecified). On the same day, intraperitoneal treatment for the peritonitis with vancomycin was discontinued and the patient was returned to oral vancomycin treatment for the peritonitis (dose and frequency were not reported). On an unreported date, the patient was retrained on proper aseptic technique. At the time of this report, the relapsing peritonitis was resolving and the patient was recovering from the event. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.